Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 7f exoseal vascular closure device (vcd) failed. When the depression of the button was attempted, nothing happened, the plug stayed inside the delivery shaft.. There was no reported patient injury. A 7f cordis avanti sheath was used. There were no difficulties connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was noted during advancement through the sheath. The sheath was not kinked or bent. The introducer was retracted until it engaged with the indicator wire cowling and locked with the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator and slowed or stopped appropriately when the exoseal vcd and introducer were retracted together, and the indicator window turned solid black. The deployment lever was intact, and the deployment button was fully depressed without issue. The device was not deployed outside the patient¿s body. The operator was trained, and the vcd was used in an interventional procedure. The device was stored and prepared per instructions for use (IFU), and a retrograde approach was used. No visible device or packaging damage was noted prior to use. The femoral artery¿s suitability was verified via angiography, including appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no nearby stent, no stenosis >50%, no recent closure or compression at the access site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. No additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be fully performed, as the simulated deployment test could not be completed as received since the deployment lever arrived partially depressed and the plug was not received for evaluation. However, an attempt was performed to fully depress the deployment lever, which was successfully achieved. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty-unable¿, was not observed through analysis of the returned device as the unit was received with the deployment lever partially depressed, the indicator window in full transition, the indicator wire retracted, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the event reported. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found to be partially depressed with no other anomalies noted. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿(xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed. When the depression of the button was attempted, nothing happened, the plug stayed inside the delivery shaft.. There was no reported patient injury. A 7f cordis avanti sheath was used. There were no difficulties connecting the vascular sheath introducer with the exoseal vascular closure device (vcd), and no resistance or friction was noted during advancement through the sheath. The sheath was not kinked or bent. The introducer was retracted until it engaged with the indicator wire cowling and locked with the handle assembly, with an audible click heard. Pulsatile flow was observed from the bleed-back indicator and slowed or stopped appropriately when the exoseal vcd and introducer were retracted together, and the indicator window turned solid black. The deployment lever was intact, and the deployment button was fully depressed without issue. The device was not deployed outside the patient¿s body. The operator was trained, and the vcd was used in an interventional procedure. The device was stored and prepared per instructions for use (IFU), and a retrograde approach was used. No visible device or packaging damage was noted prior to use. The femoral artery¿s suitability was verified via angiography, including appropriate insertion angle, and vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque, no nearby stent, no stenosis >50%, no recent closure or compression at the access site within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to use of the vcd. Other procedural details were requested but were not provided. The device will be returned for analysis.